Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 40 mg/dl. She was treated with intravenous fluids. She was not wearing the insulin pump at the time and had been disconnected for less than 48 hours. She stated that the low blood glucose was due to delivering too much insulin. The insulin pump was not replaced or returned for analysis.